Manufacturer narrative:
This report is being submitted against an ex-us product (02k91-25) that has a similar product (02k91-27) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer questioned the architect ca19-9 generated from one patient. The patient is an (B)(6)-year old female with acute pneumonia and eating disorder, but no history of cancer. A result of 4978 u/ml was generated back in (B)(6) along with a high crp which indicated an inflammation. A new sample from the same patient generated a result of 62.18 u/ml on (B)(6) and repeated at 74.57 u/ml. Another sample was tested on (B)(6) with a result of 7.11 u/ml, repeated at 13.17 u/ml. No treatment was administered to the patient between (B)(6). However, the patient died on (B)(6) due to myocardial infarction and acute circulatory failure. The customer did not allege a malfunction of the architect ca19-9 assay could have caused or contributed to the death of the patient. The physician suspected the patient to have a diagnosis of either lung cancer, pancreatic cancer or colon cancer. A medical assessment was obtained which indicated that the architect ca19-9 reagent did not cause or contribute to the death of the patient (given the information presented, it does not appear that the ca 19-9 results caused or contributed to the patient's myocardial infarction and acute circulatory failure).

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to the issue under review. Accuracy testing was performed for lot 29134m500 and it failed for panels 1 and 2 out of specification. Retest also failed due to panel 1 out of specification. Instrument troubleshooting did not identify any issues. A study was performed in which calibrators, reagents, and panels were tested in different configurations to determine which component was contributing to the failures. The original configuration using the likely cause lot passed; however, the reference lot, 30042m500, failed due to panel 1 out of specification. Field data analysis was performed using to assess the performance of the assay. The data analysis demonstrated that the median patient values have not shifted over time and that the reagent lots included in the analysis (including the likely cause lot) read patient results consistently. A deficiency was not identified as the patient mean data review show that the likely cause lot performed per specification. There is not enough information to reasonably suggest a malfunction. The issue is for three samples from the same patient that gave three different results. Troubleshooting of the second sample indicated the sample contained ca 19-9 and the customer indicated the first sample was probably a sample specific issue. No additional issues were identified. Since the accuracy testing for the likely cause lot failed; a further evaluation has been issued to investigate this failure issue.